Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. "Be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open." "Make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support after decompensating post aortic valve procedure. While on impella rp support, the patient experienced oozing at the impella access site. As a result, heparin was removed from the purge solution. It was also reported that the patient's urine output decreased, and they were placed on continuous renal replacement therapy. It was noted that the patient expired while on impella rp support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).